Event description:
The patient originally reported that he was being treated for a potential infection. The doctor reported that the wound was healing well but did have a small opening of granulation tissue upon which the doctor applied silver nitrate on the wound and applied mepilex on it. The patient was noted to have been picking around the incision site. The doctor was no concerned of a serious injury. There was no noted cause of the wound opening. No further relevant information has been received to date.